Event description:
It was reported that during an unknown procedure, a clip has come loose.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2024. B3: unknown, assumed first day of month that complaint was reported. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: "procedure: lobectomy. Titanium clip has been placed on pulmonary artery. The outgoing branches were supplied with harmonic. Probably in maximum mode. The vessel was initially closed. After the operation, the patient suddenly bled heavily from the drainage and collapsed. A reanimation has been started. The chest has been reopened. The hole was found and temporarily closed. The patient was stabilized with transfusions and the bleeding was stopped. The patient died after 2 weeks of treatment in the ward." "Short answer from sales rep: was it powered or manual? It wasn´t a stapler. It was a titanium clip. Can you please confirm that it was a titanium clip that became loose or was it a titanium staple line that came loose? A titanium clip. Is the surgeon interested in a conference call with ethicon medical and engineering team? I will offer him that opportunity".